Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 at 10:30 pm the patient obtained a blood glucose reading of 509 mg/dl; she reported no symptoms of high or low blood glucose levels. Earlier that day, the patient's blood glucose readings had been normal. The patient noted the pump had been suspended while the hcp downloaded it, and again later that night. Troubleshooting revealed all pump settings, date/time and basal settings were correct, and there were no issues with the infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. The incorrect technique of suspending the pump may have contributed to the patient's elevated blood glucose levels. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, after suspending the pump; therefore this complaint is being reported.